Event description:
It has been reported to philips that the device was unable to perform exposure. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the image transmission card on the host pc was reconnected, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposure. Upon troubleshooting, fse found that the image transmission card leds are not bright, and the system had image transmission problem. Fse reconnected the image transmission card on the host pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.